Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from 28-nov-2016 through 28-dec-2017. There were no other similar complaints identified during the searched period. The st aia-pack bhcg application analyte summary under page 7 states the following: if a serum or plasma specimen total beta hcg concentration is found to be greater than the linearity limit of the assay, 400 miu/ml, the specimen should be diluted with the bhcg sample diluting solution and reassayed according to the assay procedure. The recommended dilution for samples containing greater than 400 miu/ml is 1:10 or 1:100. It is desirable to dilute the serum or plasma sample so that the diluted sample reads between 5 and 400 miu/ml. The dilution factor should be entered into the software. For further information on the dilution of specimens, refer to the aia system operator's manual. The most likely cause of the reported issue was due to an operator error.

Event description:
On (B)(6) 2017 a customer reported getting erroneously high values when doing high dilution for beta human chorionic gonadotropin (bhcg). The customer reported that the high values were obtained when performing 1:20 or 1:50 dilutions for the aia-360 instrument. The customer reported that both dilutions were made with a 10lu pipette. The tosoh technical support specialist reviewed the dilution technique with the customer, advised not to use the 10lu pipette, and provided chart when making manual dilution for the aia-360 instrument. The aia-360 instrument was operating as intended. There is no indication of any patient intervention or adverse health consequences due this event.